Manufacturer narrative:
The actual device was not available; however a video of the sample was provided for evaluation. The video was reviewed and showed a fluid flowing through a closed twist clamp. The reported condition was verified. The cause of the leak through a closed clamp was caused by broken occluder legs beneath the twist clamp. The direct cause of the broken occluder legs was undetermined; however, exposure to chemicals agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.